Event description:
It was reported that the patient ams 700 series 3-piece inflatable penile implant was removed due to scrotal erosion that resulted from infection. The surgeon completed salvage procedure then implanted a new ams 700 lgx prosthesis. No further complications were reported in relation to this event.